Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2019 during which the surgeon noted dense adhesions in the midline underneath the large and extensive area of previously placed mesh. A slow and meticulous adhesiolysis and dissection ensued. All of the loops of the small intestine were freed. They were densely adherent to the old mesh and the mesh had actually became incorporated into the bowel of the intestine in multiple areas. Well over two hours was spent lysing adhesions and removing the old mesh. Once the bowel was adequately mobilized, the areas of stricture and obstruction were noted to be where the mesh was densely attached to and in three areas, incorporated into the small bowel wall. There were three obstructed areas of bowel with dense mesh involvement and tortuous, tight adhesive bowel pattern, these adjacent areas were in close proximity, mid to proximal small intestine. It was reported that the patient experienced severe pain and bowel obstructions. No additional information was provided.